Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, the patient underwent gall bladder surgery immediately prior to this ercp procedure. There were complications during the surgery (exact complications are unknown), therefore the patient was sent directly from the surgery to this ercp and stent placement procedure. During the ercp and stent placement procedure, prior to advancing the device through the endoscope, the guide catheter was retracted. When the device was advanced through the scope, the stent exited the scope first. The guide catheter was attempted to be advanced so that it extended beyond the stent; however, this was unsuccessful and the stent deployed prematurely inside the patient. The stent was retrieved using a snare. No damage was noted to the device. It was attempted to return to the correct anatomical location, however access to the anatomy could not be achieved. Therefore, the procedure was not completed. After the ercp procedure, the patient was found to have pancreatitis. It could not be determined whether the pancreatitis was a result of the gall bladder surgery or attempted stent placement procedure. It was confirmed the patient is currently okay.

Manufacturer narrative:
Patient weight is unknown. (B)(4) the reported event of stent prematurely deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.